Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, tip detachment occurred. The 99% stenosed lesion was located in the non-calcified, moderately tortuous left superficial femoral artery. When removing the protective sheath from the 4.00mm/1.5cm/140cm small peripheral cutting balloon, it was noted that the tip separated. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, tip detachment occurred. The 99% stenosed lesion was located in the non-calcified, moderately tortuous left superficial femoral artery. When removing the protective sheath from the 4.00mm/1.5cm/140cm small peripheral cutting balloon, it was noted that the tip separated. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two sections as a result of shaft detachment. The shaft detached 25cm from the catheter tip at the rx port area. Slight stretching was evident at the break site. This damage is consistent with attempts to remove the balloon protector during preparation. The balloon protector was returned on the balloon. The balloon protector was removed and no issues were identified with the balloon. All blades were present and fully bonded to the balloon. No issues were noted with the tip. No kinks or damage were noted to the remaining shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).